Event description:
The psc032 catheter was not compatible with another catheter. The other catheter is unk. The hosp could not provide any additional info about the event.

Manufacturer narrative:
Device investigation: as the catheter was unwound, many flat spots were visible. There is a 45 degree bend at the beginning of the spiral cut in the strain relief. Measuring from the distal tip, there are flat spots at the following locations; 2.0, 2.5, 4.7, 6.4-6.8, 7.6, 9.0 and 17.3 cm. There is a kink at 11.5 cm from the tip. There is a twisting flat spot between 18.3 and 23.0 cm from the tip. From 23.0 to 24.5 cm there are repeating compression marks. A 0.032" mandrel was introduced into the hub of the catheter and advanced, the mandrel stopped 25.5 cm from the distal tip, just before the compression marks. The catheter is non-functional. Conclusion: the flat spot between 18.3 and 23.0 cm is typical of flattening in torturous anatomy. Similarly the compression damage from 23.0 to 24.5 cm from the tip could have resulted from trying to advance the catheter after the formation of the flat spot. The other damage to the catheter is likely due to the way the catheter was packaged for return. There is little info provided in the complaint description; this, in addition to the condition in which the device was returned, makes it difficult to provide a root cause for the complaint. However, if the catheter did become compromised in anatomy, the damage may have resulted in incompatibility with other devices.